Event description:
It was reported that during a posterior cervical surgery, the 3.5mm x 12mm cortical oct screw broke while the surgeon was implanting it. No additional information was available at the time of this report.

Manufacturer narrative:
The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may or may not be factually correct.